Event description:
Pt underwent insertion of a bard interventional power port 8f into the left subclavian on (B)(6) 2013. This port was surgically removed on (B)(6) 2013. Patient with retained piece of port. Required surgical removal on (B)(6) 2013. Dates of use: 04(B)(6) 2013. Diagnosis: tongue carcinoma.